Event description:
This lead was implanted on (B)(6) 2011 and remains implanted. Rep called on (B)(6) 2011 due to report at implant the r/s impedance was 1,000 ohms and today it is in th 300s. The threshold increased from less than 1 v at implant to 5.0 v @ 1.0 ms. The pt will be getting a chest x-ray. No aystole. The rep is working with dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).